Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, flagged ctni result obtained on the dimension vista instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, flagged cardiac troponin (ctni) result. Headquarters support center (hsc) has reviewed the information provided as well as a review of instrument data. The cause for the falsely discordant, flagged ctni result is unknown. The data is consistent with a patient sample specific issue that occurs without instrument or qc issues. Quality control was within specification at the time of testing. User error contributed to the incident. The customer diluted the sample using the onboard dilution protocol instead of following the recommendations in the vista operator manual. As per the vista® operator's guide, for measurement error [e142] it states: "the result cannot be reported. Rerun the sample." The customer incorrectly performed a 1:5 on-board autodilution on the e142 flagged sample. Per the vista operators guide: "if the measurement error on the sample persists and the quality control is within expected limits, dilute the sample 1:2 with a patient qc sample with a known value. If the sample does not contain an interferent, the result should be half the known value of the diluted sample." Additionally, the customer had incorrectly set the ctni method digits of precision setting to a value of 2 rather than the correct 3 digits of precision. Ccc instructed the customer that siemens does not recommend changing the digits of precision setting. No product nonconformance was identified. No further evaluation of the device is required.

Event description:
A discordant, measurement error flagged cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. A 1:5 auto dilution was performed on the sample and a reportable result was obtained, reported, and questioned by the physician. The customer sent out the sample for alternate method testing and could not locate the actual result obtained from alternate method testing. A corrected result was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.